Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-00134 for a description of the second event. A hydratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercf) procedure on a female patient in 2008. According to the complainant, "during the procedure, when bowing and using cautery, the wire broke." This device was removed from the patient and replaced with a second hydratome rx sphincterotome device.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken. The broken ends of the cutting were blackened and melted in appearance (see figure 1, page 3). This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unknown, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator setting. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The december 2007 15-month jagtome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.